Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.